Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances on both leads. Surgical intervention may take place at a later date.